Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 245 (mg/dl) for 4 days. Reportedly, the contact believes that the customer's elevated bg levels could have been caused by recent adjustments to their settings, the first week of school, and poor eating habits. Customer administered a bolus, insulin injections, and changed their pump supplies to treat their bg levels. Contact declined to perform troubleshooting for the pump and indicated that the customer's bg levels were stabilizing.